Event description:
It was reported that the patient presented for a follow up in clinic. The patient's right ventricular (rv) lead showed signs of pending fracture. Stored electrograms (egms) revealed the rv lead exhibited noise inhibition, high pacing impedance, and capture issues. The rv lead was capped and replaced (B)(6) 2021. There were no patient consequences.